Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 170 mg/dl. The customer stated that teh insulin pump had been exposed to rain water. Advised discontinuation of the insulin pump. Nothing further reported.